Event description:
The physician claims that the graft was implanted for an aortic right femoral bypass. After proximal anastomosis and blood pressurization of the prosthesis, approximately 20cc of blood leaked (quantity reported as abnormal by the physician) through the graft's wall about 15 to 20cm from its distal end. The leakage was stopped by clamping and unclamping. The graft was left in. There was no injury or complication to the pt. On 5/30/2001 co learned that the pt's post-operative condition was ok and there were no clinical consequences for the pt.